Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a procedure performed on (B)(6), 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility address): (B)(6) this event was reported by the distributor. The physician is: (B)(6) block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and it was noted that only the ligator head was returned and the handle assembly was not returned with the device. It was also observed that the ligator head was returned with three bands attached and the ligator head teeth were in a good shape. The suture was returned with six knots attached and the suture hole was in good condition. The reported event was not confirmed. Since the device showed neither evidence of the alleged problem nor any defect which could have contributed to the complaint it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.